Manufacturer narrative:
Device unique identifier (UDI)- (B)(4). Approximate age of device - 41 days. The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2017. It was reported that on (B)(6)2017, the driveline exit site had some redness and scant amount of drainage; there was a small area of opening on the sternal wound with purulent discharge. The culture was positive for staphylococcus epidermidis. The patient was admitted to the hospital and was treated for the infection. A wound vac (vacuum) was placed. There were no alarms reported for this event.